Manufacturer narrative:
Customer follow up on (B)(6)2019: reportedly, the pump began to charge successfully and the customer continued to use the pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. The customer's blood glucose (bg) was 109 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.